Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device produces error code, loses power" was not reproduced. A review of the event history log revealed multiple "system error 21510" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as se 21510. The cause of the condition was found all four of the stand-offs on the mech to be dislodged resulting in the ui pcba not being properly secured. The mechanism required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump lost power during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.